Event description:
Tweleve patient experienced toxic anterior segment syndrome (tass) following cataract surgeries. Occurred over a six month period and involved two surgeons. This report is being submitted as manufacturer report number 1119421-2006-00213. The other manufacturer reported numbers are mde#s: 1119421-2006-00207, 1119421-2006-00210, 1119421-2006-00214, 1119421-2006-00217, 1119421-2006-00208, 1119421-2006-00211, 1119421-2006-00215, 1119421-2006-00218, 1119421-2006-00209,1119421-2006-00212, 1119421-2006-00216 no product, procedural or environmntal factor was identified as a cause. A visit has been scheduled with a nurse consultant to assist the facility in identifying possible contributing factors in theses cases of tass. In this case onset was within 24 hours and the tass was mild. The patient was treated with a topical steroid 9igh frequency). The inflammation resolved in one day and he patient had and excellent outcome. There was no unplanned surgical intervention and no cultures wee obtained.

Manufacturer narrative:
No product was identified as more suspect than another and no product has been returned. Product history records were reviewed for the iol serial number provided and all documents indicate the product met release criteria. Lens sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for the iol lot number identifed.